Manufacturer narrative:
Batch record review: a review of the lot file for a743 was performed. There were no non conformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a743 was performed. There was 1 complaint reported for bowel leaks to date for this lot. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported a blood leak alarm and an observed blood leak from the centrifuge bowl during a treatment procedure. Customer reported that she opened the centrifuge door and saw blood leaking from the neck of the bowl. Issue noticed: during buffy collection phase during cycle 1. Product was not returned for investigation due to too much blood. Customer reported a patient occlusion aalrm. Customer reported the estimated blood loss was about 300mls in the plasma return bag, the centrifuge bowl was also full. Customer estimated loss to be at 500mls.